Event description:
It was reported that the user experienced intermittent communication failure between the ilet system and a freestyle libre 3 plus when the sensor expired, the subsequent replacement was found to be paired to the abbott app instead of the ilet mobile app, resulting in a ¿sensor in use by another device¿ notification and a required sensor replacement for connectivity with ilet; the issue involved the sensor¿s electrical/magnetic subsystem and antenna. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided, and education on proper pairing and setup; the abbott app was removed, a new sensor was applied, and the sensor was placed into warmup with pairing confirmed. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure and user error involving incorrect pairing workflow. It was concluded, based on previously established findings for similar reports, that the cause was traced to improper user setup.